Event description:
It was reported by the sales rep that during an unknown procedure, 2nd clip fell off at 1st firing. Another device was used to complete the case. There were no adverse consequences to the patient.

Manufacturer narrative:
(B)(4). Batch #: x94t0g. Additional information was requested and the following was obtained: "2nd clip fell off at 1st firing. Clip scissoring occurred at 2nd firing. The device was fired outside patient, but the clip formed properly. The closed clip fell off when the other clip was clipped at the middle part of the operation. The device was replaced, but the same issue occurred. The product in the question is 2 devices, but the 2nd device has been discarded, so 1 will be returning. When the operation video was checked, the surgeon seems to not be grasping the device too much nor torqued." Investigation summary the product was returned to ethicon for evaluation. Visual inspection and functional testing were conducted on the returned device. Visual analysis of the returned sample revealed that the el5ml device was returned with no apparent damage. In an attempt to replicate the reported incident, the instrument was tested for functionality. During the analysis, the device was cycled and it fed and formed 9 conforming clips.  Upon testing, the jaws open and close without any difficulties. In addition, the device locked out as intended.  Although no conclusion could be reached on the cause of the reported event, the instructions for use do contain the following caution: do not excessively twist or torque the instrument jaws when positioning or firing the instrument on a tubular structure or vessel. Excessive twisting or torquing may result in clip malformation. Do not insert the clip applier through a trocar if a clip is present in the jaws. This may result in clip malformation, dislodged clips, or damage to the instrument. If a clip is present in the jaws, fully squeeze the trigger against the handle, then fully release the trigger to release the clip from the jaws before inserting the device through the trocar. The event described could not be confirmed as the device performed without any difficulties noted. As part of ethicon¿s quality process, all devices are manufactured, inspected, and released to approved specifications. A manufacturing record evaluation was performed for the finished device lot and batch number, and no non-conformances were identified.